Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 component code, health effect - clinical code, device code(s), type of investigation, and investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease (cad), hyperlipidemia (hld), and diabetes mellitus (dm).

Event description:
It was reported and through investigation that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to stenosis. The patient presented with heart failure and edema. The procedure was performed successfully with a 26mm 9755rsl transcatheter valve. The patient was in stable condition post procedure, discharged on pod#1.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to unknown reason. The procedure was performed successfully with a 26mm 9755rsl transcatheter valve.